Event description:
It was reported that the pt developed dermatomyositis following a right total hip replacement.

Manufacturer narrative:
Info was previously submitted on medwatch 1822565-2014-00470. This report will be amended when out investigation is complete.